Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a conclusive cause for the reported patient effect death and the relationship to the device, if any, cannot be determined. The patient effect of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Article titled, infective endocarditis following transcatheter edge-to-edge mitral valve repair: a systematic review.

Manufacturer narrative:
Dates estimated the clip remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects reported are being filed under a separate MFR number.

Event description:
This is filed to report death. It was reported through a summary article identifying a mitraclip procedure that may be related to the following: fever, dyspnea, hypotension, infection, heart failure, embolism, endocarditis, increased mitral regurgitation (mr), hemorrhage, renal failure, ischemia, treatment with medication, medical intervention, hospitalization, surgical intervention and death. Details are listed in the attached article, titled: infective endocarditis following transcatheter edge-to-edge mitral valve repair: a systematic review.